Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6). It was reported that post coronary stenting treatment procedure, in-stent restenosis, diaphoresis, target vessel reintervention, and myocardial infarction occurred. In (B)(6) 2010, the subject was diagnosed with stable angina (ccs class: unknown). Cardiac catheterization was recommended which revealed a 70% stenosed lesion located in the mid right coronary artery (rca). The lesion was 10 mm long with a reference vessel diameter of 3.0 mm and treated with direct stent placement using a 3.00 x 12 mm taxus liberte stent with 0% residual stenosis. The following day, the subject was discharged on aspirin and prasugrel. During the index procedure, just prior to deploying the 3.00 x 12 mm taxus liberte stent, the subject experienced supra ventricular tachycardia (svt) which was treated with lopressor. In (B)(6) 2012, the subject presented with bilateral arm pain with chest fullness and associated with diaphoresis. Cardiac enzymes were elevated, consistent with the protocol definition of mi. An ECG revealed non q-wave mi and the subject was hospitalized the same day. Cardiac catheterization was recommended which revealed 60 70% stenosis in the mid-rca. The stenosis was treated with the placement of a 2.75 x 18 mm non-bsc stent with 0% residual stenosis. At the time of the event, the subject was taking aspirin only. The following day, the event was considered resolved without residual effects and the subject was discharged on the same day on plavix and aspirin.